Manufacturer narrative:
As reported, this was a balloon pulmonary angioplasty (bpa) case and an aviator plus .014 6.0x20 142cm was inserted and inflated, however it ruptured. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17599221 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, this was a balloon pulmonary angioplasty (bpa) case and an aviator plus .014 6.0x20 142cm was inserted and inflated, however it ruptured. There were no reported patient injuries. The device will not be returned for analysis due to suspicious infectious disease. Additional procedural details were requested but are unknown.